Event description:
Per the clinic, the patient is unable to wear their device due to the site of the implant being swollen and inflamed with an infection. The patient was administered antibiotics (type not reported). Follow up information has been requested but was not available at the time this report was filed (B) (6) 2010.

Manufacturer narrative:
(B) (4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, patient underwent exploratory surgery on (B)(6), 2010 for evacuation of hematoma. Ancef was administered pre operatively. The patient has recovered and is successfully using the device. This report is filed (B)(6), 2011.